Manufacturer narrative:
(B)(4). Method: the complaint neopuff manometer subassembly was received at fisher & paykel healthcare and was visually inspected. The complaint manometer was also fitted into a known good valve system and tested based on the neopuff technical manual. Results: visual inspection of the returned manometer revealed that there was no physical damage to the manometer. There was no blockage in the manometer inlet port. Performance testing revealed that the manometer was out of specifcation. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. A replacement manometer were sent to the hospital in order for the neopuff to be repaired and put back into service.

Event description:
A hospital in (B)(6) reported that the gauge needle of a neopuff infant resuscitator was at zero with no pressure, but that the "drift increased as the pressure increased." This was found before patient use.